Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism, there was tissue on the helix, the lead was received at analysis with the steriod ring missing (it cannot be determined when this occurred), and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had dislodged; during x-ray of the (rv) lead it could be seen that the lead had a different position than at initial implant. It was also reported that sensing was ~1.3mv and at implant sensing was 14mv via the analyzer and 8mv via the device. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.